Event description:
It was reported the patient's magnet was unable to turn stimulation on or off. It was noted the patient is still able to use her programmer for this function. Follow up information identified troubleshooting the system was unable to resolve the issue. Surgical intervention may be undertaken at a future date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.